Event description:
It was reported that the "end cap of the fiber cap came off". The cap detached inside the patient . It was retrieved with "biopsy forceps". The procedure was completed with another fiber. Patient outcome: "no injury to patient reported."